Event description:
A customer reported that during air/fluid exchange, the infusion stopped and a system message was displayed indicating there was an irrigation output valve error. The eye was stabilized while they powered down the system, inserted a different cassette, and rebooted. There was a delay of approx 15 mins while rebooting. The case was completed and no harm to the pt was reported.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met all product specifications. A sample has been rec'd, but the eval has not been completed. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).